Event description:
Patient underwent a right shoulder arthroscopy with labral repair in (B)(6) 2012. The medical record indicated lupine br anchors were used to complete the repair (lot number: 3585224). Patient recovery was unremarkable. In (B)(6) 2013 the patient began to experience progressively worsening right shoulder pain, and a subsequent revision was performed in (B)(6) 2013. During the procedure it was noted one anchor was completely loose and disengaged; the labrum was detached at this position. The lot of anchors used in the (B)(6) 2012 procedure were not part of the (B)(6) 2012 MFR recall of lupine anchors.